Event description:
Consumer claims "will not shut off automatically the way it is supposed to. The light goes off but pad continues to heat." No injuries or property damage were reported with this incident.